Event description:
The customer states that the ortho provue resulted a sample with previous history of rh positive as rh negative. There was no harm to any patient.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and checked the camera adjustments, the probe, and gripper. The fe also performed a pm on the provue and verified proper instrument operation by running all 18 diagnostic tests. The customer ran qc. Repairs have returned the instrument to expected operation. (B)(4)